Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique, via a 6f sheath hole, prior to an interventional procedure. Reportedly, the prostyle suture broke when the plunger was removed. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the interventional procedure was completed. Post-procedure, the knots were successfully advanced, however, they did not achieve complete hemostasis. After several attempts to tighten the knots, one suture came out. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.